Event description:
Baxter floseal hemostatic agent 10 ml product lot number ha 230803 after mixing the product clogged up before it could be used. Did not reach the patient. 5 different 10 cc floseal products continue to clog. Reference reports: mw5149330, mw5149331, mw5149332, mw5149334.